Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that noise was observed on the pacemaker. It was noted that the patient received an electrical bed as a gift and was causing the noise issue. The patient is no longer using the bed. The physician has elected to continue to monitor. There were no patient consequences.